Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to boot up. The system was not in clinical at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files confirmed a malfunction with flexvision pc. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the flex vision pc had no power and no led due to bad power supply. Fse replaced the flexvision pc and hard drives, system was loaded and tested for operations. The defective flexvision pc was returned for analysis and part analysis confirmed that the power supply was not starting up. After replacing flexvision pc and hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.